Event description:
It was reported that during central processing, the plastic was cracked/missing at tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection found no external damage to the housing. All input disks articulated without any issues. Common causes of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. The instrument was also found to have detached fragments. The fragments were not returned and was likely caused by the broken instrument tube adapter. The root cause is typically attributed to the use conditions.